Event description:
It was reported that the physician inserted the sheath into the pt's left femoral artery in the angiographic lab. When the tubing assembly was connected to the catheter, a leak was found coming from the assembly, between the tube and stopcock. As a result, the tubing assembly was exchanged. There were no reported pt complications.

Manufacturer narrative:
As a result of the evaluation for MDR #1219856-2008-00159 where the device in question was returned, and the event was determined to be MDR reportable. A determination was made that similar events where the sample was not returned would also be evaluated for MDR reportability. Sample will not be returned for evaluation. A DHR re-review was conducted on the reportable lot numbers, and it met all the specifications and passed all in process testing. There were no manufacturing abnormalities established between the DHR and the reported complaint.